Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace during threshold testing and the clinic was inquiring what intervention can be done to resolve the issue. Programming options were discussed. The lead remains in use. No patient complications have been reported as a result of this event.